Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer (nba toronto's g-league) reported two false positive results for individual. Individual tested with cue covid-19 test for home and over the counter (otc) use and received a positive result on 22 march 2022 (cartridge sn (B)(4), lot#21637f, reader#12102010063307). Individual took two more cue tests on the same day and received a negative result (reader#22102010095470) and an additional positive result (cartridge sn (B)(4), lot#21637f, reader#12102010107294). Individual also took a pcr test, however, results were pending and not provided.